Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 411 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. It was found that the insulin pump was in a foreign language, so the customer assisted with setting the insulin pump back to english. The insulin pump failed the prime test and alarmed no delivery during the manual prime. After changing the infusion set and reservoir, the insulin pump primed normally. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.